Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, large cystocele and rectocele, and symptomatic bowel prolapse. It was reported that the patient underwent a removal of posterior mesh/posterior repair on (B)(6) 2009 due to dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to dyspareunia, infection and urinary problems. It was reported that the patient underwent removal of vaginal mesh on 03/02/2011 due to eroded vaginal mesh. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.